Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had spi to motor pic communication error and alarmed off no power without any prior low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the spi to motor pic communication error did not occur during rewind or prime sequence. Customer states this is the second occurrence of off no power without a low battery warning. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no off no power alert and spi to motor pic communication error alarm was noted.